Manufacturer narrative:
The device was received. Investigation is not complete. The device histories were downloaded at the service center. A review of the device history for channel 2 indicates that on (B)(6) 2013 at 1753 line a was programmed to deliver in the dose calculation mode, to deliver an unspecified medication 32mcg/1ml, with a dose of 15mcg/min, at a calculated rate of 28.1ml/hr, with a vtbi (volume to be infused) of 100ml, for a duration of 3 hours and 33 minutes, and the delivery was started. At 1754, the volume was cleared. At 1923, the device alarmed for e321 (battery charger timeout) and the delivery was stopped. At 1924, the alarm was silenced. At 1925, the device was turned off. A review of the device history for channel 3 indicates (B)(6) 2013 at 0541, channel 3 was programmed on line a to deliver an unspecified medication 25units/250ml, with a dose 0.030units/min, at a calculated rate of 18ml/hr, with a vtbi of 250ml for a duration of 13 hours and 53 minutes, and the delivery was started. At 0906, the power was switched to battery. At 1119, the device alarmed for low battery. At 1120, the power was switched to ac. At 1919, the device alarmed for e321 (battery charger timeout) and the delivery was stopped. At 1920, the alarm was silenced. At 1921, the device was turned off. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that the device powered off by itself following an alarm condition. At an unspecified time, an unspecified channel of the device was programmed to deliver an unspecified concentration of vasopressin, at a rate of 18ml/hr, and the delivery was started. On another unspecified channel the device was programmed to deliver an unspecified concentration of levophed, at a rate of 28.1ml/hr, and the delivery was started. No further programming parameters were provided. At 1850, it was reported that an unspecified channel of the device powered off by itself immediately following an unspecified alarm condition. The device was removed from clinical service. Therapy was immediately resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. The customer contact reported 3 days later on (B)(6) 2013 at 1402, the patient expired. The cause of death was unspecified; however, the physician reported the device did not contribute to the patient's death. Though requested, no additional information was provided.